Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right tibial artery that was moderately calcified. When the armada 14 2.5 x 120 mm balloon dilatation catheter (bdc) was positioned over the lesion and was inflated to nominal pressure, during the first inflation, the balloon ruptured. The bdc was removed and replaced with another armada 14 2.5 x 80 mm to successfully complete the procedure. The patient is doing fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.